Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were positive for unspecified bacterial growth. The fse conducted preventative maintenance and replaced several ion-selective electrode module parts. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events. This is one of thirty separate medwatch reports as the customer reported thirty individual pt events. See the below MDR numbers for all associated events. MDR# 2050012-2011-03363, 03364, 03366, 03367, 03368, 03369, 03370, 03371, 03372, 03373, 03374, 03375, 03376, 03377, 03378, 03379, 03380, 03381, 03382, 03383, 03384, 03385, 03386, 03387, 03388, 03389, 03390, 03391, 03392.

Event description:
Customer reported that thirty (30) erroneous sodium, chloride and calcium pt results were generated by the unicel dxc 800 synchron system. Calibration and quality controls were run prior to the event and were within laboratory specifications. The erroneous results were reported out of the laboratory. The customer retested the samples and the results obtained were within expectation. Thirty (30) amended reports were issued. It is not known if there was any change to the patients' care or treatment; however, there are no reports of any adverse events or need to medical intervention to prevent or preclude serious injury. Cultures of the system were positive for unspecified bacterial contamination.